Manufacturer narrative:
It was reported that during surgery and trialing of the hip construct, the sls neck trial broke while testing the range of motion. The surgeon was able to achieve a satisfactory result for the patient, but there was a ten to fifteen minute delay in surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that during surgery and trialing of the hip construct, the sls neck trial broke while testing the range of motion. The surgeon was able to achieve a satisfactory result for the patient, but there was a ten to fifteen minute delay in surgery.